Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed failed battery. The customer¿s blood glucose level was 411 mg/dl. The customer states keeps receiving a failed battery alert also states she was sent a new battery cap and use that and the old battery cap and pump continues to alarm failed battery test with each new battery. The customer was assisted with troubleshooting for failed battery and fail battery alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. However, corroded battery tube noted during visual inspection. Unit was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.